Event description:
It was reported by the customer that the fowler will not lower. It was noted in the service report that the fowler drifts and will not support a pt's weight. No pt involvement or adverse consequences are reported.